Event description:
Reportedly, during interrogation of the device, the alert was displayed : "excessive charge time detected and defibrillation system potentially ineffective " within battery curve information: previous charge time: 57s (no date) energy beg./end: 0.5/0.1j the battery voltage was 2.95v reportedly, lead coil impedances are stable. Manual charge (42j) was performed with correct result (charge time 13s and charge duration 23s - energy beg./end: 0.1/42.1j) the x ray was unremarkable.

Manufacturer narrative:
The analysis of the provided data revealed that : - an inductive communication error occurred during the followup dated of 05 may 2023 leading to display incorrect data : ¿previous charge time: 57s (no date) energy beg./end: 0.5/0.1j¿ and to raise an inappropriate ¿excessive charge time detected¿ warning. The charge history confirmed that there was no abnormal charge time. - based on available data, no issue suspected.